Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels of over 600 mg/dl; cause was not known. Manual injections were delivered and pump supply changes were performed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer reverted to manual injections for insulin therapy.